Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient was experiencing some discomfort at the ipg site when laying down. Surgical intervention is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: this device is no longer reportable. At this time surgical intervention is no longer planned; therefore, the potential for serious injury is not present. Issue has resolved on its own.

Event description:
Additional information indicates the issue has resolved on its own and surgical intervention is no longer pending.